Manufacturer narrative:
The subject device has not been returned.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was returned without the introducer sheath. The delivery wire was noted to be kinked towards the proximal end of the device, likely due to handling of the device during use. No anomalies were noted with the delivery wire proximal contact section. The main coil was stretched and kinked, and the main junction was damaged. These were also likely due to handling of the device during use. The main coil was still attached to the delivery wire and no breaks or fractures were found. The as reported defect could not be confirmed because the main coil was noted to be fully intact with no breaks or fractures identified. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that when placing the coil (subject device) into the aneurysm, the coil ¿appeared to have discontinuity between the pusherwire, the detach zone, and the coil.¿ the coil was removed and it appeared to be ¿messed up¿. There were no reported clinical consequences to the patient.

Event description:
It was reported that when placing the coil (subject device) into the aneurysm, the coil ¿appeared to have discontinuity between the pusherwire, the detach zone, and the coil.¿ the coil was removed and it appeared to be ¿messed up¿. There were no reported clinical consequences to the patient.